Manufacturer narrative:
Unit passed displacement test. Unit received with unable to upload/download due to problem isolated to the electronic assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had getting repeated errors of the same server error and network error. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.